Event description:
The reporter stated, that the end-user tipped over in the chair and hit his head on a rock. There were no injuries to the end-user.

Manufacturer narrative:
Product has not yet been returned to the manufacturer for evaluation.